Event description:
It was reported that during an attempted implant, the tip of lead was bent. The right ventricular (rv) lead was replaced. There were no adverse health consequences, the patient was stable.

Manufacturer narrative:
The reported event of a bent tip was confirmed. As received, a complete lead was returned for analysis. Visual and x-ray inspection noted the lead was bent/damaged at the distal tip region, consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.